Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No additional information provided.

Event description:
It was reported that the device had a channel error. No additional information available.